Manufacturer narrative:
The device (delivery system) was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 76353200m, from lot number 0208992285 received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide]. Evaluation: when compared to the assembly drawing and screw assembly drawing, the suture was visible at the proximal end of the handpiece however the threads of the screw were not visible at the distal end which would have resulted in the reported event. When viewed under magnification, it was determined that the distal tip of the screw had broken off and the proximal end of the screw attached to the suture was still in the handpiece. The distal end of the screw was not returned which would have measured approximately 4mm in length. The screw and suture assembly is a supplied material assembly therefore manufacturing is ruled out as a likely cause. When viewed under magnification, the break point contained circular patterns that likely indicate excess torsional loads (excess = exceeded sufficient pressure required for operation). The break point also showed a leveling of the high points which likely indicates the handpiece continued to turn and make contact with the threaded portion of the screw. In conclusion, the reported complaint is confirmed with the most likely cause being related to the operational context and user¿s technique. (B)(4).

Manufacturer narrative:
(B)(4). The screw remains implanted in the patient. The delivery device and broken screw fragment were returned for evaluation. Evaluation is in progress.

Event description:
It was reported that the surgery was performed due to wallowing tongue. No abnormality was found in testing before surgery. The screw was broken when tightening the screw during surgery. The implanted part of the screw remained in patient's bones, and the rest has been explanted and will be returned. The doctor used the back-up product to complete the surgery. The solution was effective. The patient has no impact. The doctor thinks the event is related with product. Follow up with the initial reporter noted "the product was checked ok before use. The doctor suspected it is product manufacturing problem. Doctor thinks the implanted part of the screw remaining patient's body has no problem unless the patient has infection. Until (B)(6), the patient was still in hospital. The patient had no infection."